Manufacturer narrative:
Returned sample review: no sample is available. Complaints history (product & site) review: this is the first complaint related to an inability to stop topical (skin) bleeding. Gel-flow nt is not indicated for topical hemostasis. The product, as described in the comp include as a contraindication that gel-flow nt should not be used in the closure of skin incisions. Vsi reviewed internal deviations (nces) and none would have been likely associated with the cause of the issue: nces were reviewed for equipment failures that may have contributed to the issue; none identified. Nces were reviewed at the component level for the syringe component and no supplier non-conformances were identified. Review of process, design control, & analytical records: vsi conducted a review of all change orders (cos) for gel-flow nt and none were identified that would have been likely associated with the cause of the issue. There have materials that could have contributed to this issue. Material uniformity is a release test conducted on each batch of gel-flow nt. Per the material uniformity test process, saline is mixed with the dry powder (similar scenar 109 lots manufactured to date were reviewed and no anomalies were identified. An nce would have been generated to address any product that was out of spec. Per the design fmeca (dfemca), "mixed powder does not have hemostatic effect on bleeding surfaces" has two potential failure modes: mixed powder loses integrity within 4 hours of being reconstituted: there are no details in regards to how long the product was used after it was reconstituted. Powder does not have correct amount of heat cross linking: each lot is 100% verified to ensure the powder is crosslinked at correct temperature range. Any product that does not meet the temp (and time) specification wo. Per the instructions for use (IFU): contraindications: "gel-flow nt should not be used in closure of skin incisions because it may interfere with healing of the skin edges.

Event description:
Event verbatim [preferred term] using gel-flow nt for male baby circumcision and complaining product is not stopping the bleeding [device malfunction] , . Case narrative:this is a spontaneous report from a contactable pharmacist via pfizer sales representative. A male patient of an unspecified age started to receive absorbable gelatin (gel-flow nt), via an unspecified route of administration from an unspecified date at unknown dose for surgical hemostasis. The patient medical history and concomitant medications were not reported. It was reported that facility had been using gel-flow nt in lieu of gel-foam powder as it is on backorder. They were using gel-flow nt for male baby circumcision and complaining "product is not stopping the bleeding". They were mixing gel-flow nt mixed with saline, not thrombin. Event took place after use of product. The action taken and outcome was unknown. Based on the hal, the severity associated with this complaint is s2. Investigation by the cmo is in process. Gel-flow nt is a pure medical device manufactured by (company name). Gel-flow nt contains no thrombin-it contains a syringe with a dry powder. The user/customer must provide a diluent (either saline or thrombin solution) and a second syringe for mixing with the dry powder. (Company name) has been notified to provide a preliminary investigation. As gel-flow nt is a medical device, the hazard analysis list (hal) was reviewed against the complaint to confirm prioritization. The most relevant hazard/harm is: hazard ID: #, specifically: hazard number: prolonged bleeding; hazardous situation: product does not effectively promote hemostasis; harm: minor surgical complications that are effectively controlled during the surgery, not requiring an increase in hospitalization or surgical intervention. Sub-class: performance not as indicated in label. The severity rating of this hazard/harm is s2. Complaint class: absorbable material; complaint subclass: performance not as indicated in label; investigating site: vascular solutions. Complaint sample: unavailable. The reporter does not wish to be contacted for follow up. Returned sample review: no sample is available. Complaints history (product & site) review: this is the first complaint related to an inability to stop topical (skin) bleeding. Gel-flow nt is not indicated for topical hemostasis. The product, as described in the comp include as a contraindication that gel-flow nt should not be used in the closure of skin incisions. Vsi reviewed internal deviations (nces) and none would have been likely associated with the cause of the issue: nces were reviewed for equipment failures that may have contributed to the issue; none identified. Nces were reviewed at the component level for the syringe component and no supplier non-conformances were identified. Review of process, design control, & analytical records: vsi conducted a review of all change orders (cos) for gel-flow nt and none were identified that would have been likely associated with the cause of the issue. There have materials that could have contributed to this issue. Material uniformity is a release test conducted on each batch of gel-flow nt. Per the material uniformity test process, saline is mixed with the dry powder (similar scenar 109 lots manufactured to date were reviewed and no anomalies were identified. An nce would have been generated to address any product that was out of spec. Per the design fmeca (dfemca), "mixed powder does not have hemostatic effect on bleeding surfaces" has two potential failure modes: mixed powder loses integrity within 4 hours of being reconstituted: there are no details in regards to how long the product was used after it was reconstituted. Powder does not have correct amount of heat cross linking: each lot is 100% verified to ensure the powder is crosslinked at correct temperature range. Any product that does not meet the temp (and time) specification wo. Per the instructions for use (IFU): contraindications: "gel-flow nt should not be used in closure of skin incisions because it may interfere with healing of the skin edges. This is due to mechanical inter interference with wound healing." It appears that this product was used off label. The hazard analysis list (hal) was reviewed to confirm that this issue described in this complaint is captured. The most related hazard/harm is: hazard ID: h05-02, specifically: hazard number: prolonged bleeding. Hazardous situation: product does not effectively promote hemostasis; harm: minor surgical complications that are effectively controlled during the surgery, not requiring an increase in hospitalization or surgical intervention. Sub-class: performance not as indicated in label. The severity rating of this hazard/harm is s2. Therefore, no new hazard/harm has been identified and thus no updates to the hal or other parts of the risk file are required. Complaint conclusion (unconfirmed/confirmed/justified) & rationale: unconfirmed - preliminary investigation has not identified any manufacturing or process anomalies or deficiencies. Rationale: no nces and change orders were discovered and IFU were reviewed and no design issues or deficiencies were identified which could have caused the issue. Furthermore, the description of the event from the comp. Flow nt is contraindicated for use on skin (topical use). Containment: at this time, vsi has no indication that any other lots nt are affected by this issue. No follow-up attempts are possible. No further information is expected. Follow-up (25apr2019): new information from a product quality complaint group includes: investigation result. No follow up attempts are possible. No further information is expected. Follow-up (01may2019): new information from a product quality complaint group includes: investigation result. Company clinical evaluation comment: the reported event coded as "device malfunction" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur. Case will be reassessed when additional information is available. No follow up attempts are possible. No further information is expected., comment: the reported event coded as "device malfunction" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur. The preliminary investigation has not identified any manufacturing or process anomalies or deficiencies.

Manufacturer narrative:
Based on the hal, the severity associated with this complaint is s2. Investigation by the cmo is in process. Gel-flow nt is a pure medical device manufactured by (company name). Gel-flow nt contains no thrombin-it contains a syringe with a dry powder. The user/customer must provide a diluent (either saline or thrombin solution) and a second syringe for mixing with the dry powder. (Company name) has been notified to provide a preliminary investigation. As gel-flow nt is a medical device, the hazard analysis list (hal) was reviewed against the complaint to confirm prioritization. The most relevant hazard/harm is: hazard ID: #, specifically: hazard number: prolonged bleeding; hazardous situation: product does not effectively promote hemostasis harm: minor surgical complications that are effectively controlled during the surgery, not requiring an increase in hospitalization or surgical intervention. Sub-class: performance not as indicated in label. The severity rating of this hazard/harm is s2. Complaint class: absorbable material; complaint subclass: performance not as indicated in label; investigating site: vascular solutions. Complaint sample: unavailable. The reporter does not wish to be contacted for follow up.

Event description:
Event verbatim [preferred term] using gel-flow nt for male baby circumcision and complaining product is not stopping the bleeding [device malfunction] , . Case narrative:this is a spontaneous report from a contactable pharmacist via pfizer sales representative. A male patient of an unspecified age started to receive absorbable gelatin (gel-flow nt), via an unspecified route of administration from an unspecified date at unknown dose for surgical hemostasis. The patient medical history and concomitant medications were not reported. It was reported that facility had been using gel-flow nt in lieu of gel-foam powder as it is on backorder. They were using gel-flow nt for male baby circumcision and complaining "product is not stopping the bleeding". They were mixing gel-flow nt mixed with saline, not thrombin. Event took place after use of product. The action taken and outcome was unknown. Based on the hal, the severity associated with this complaint is s2. Investigation by the cmo is in process. Gel-flow nt is a pure medical device manufactured by (company name). Gel-flow nt contains no thrombin-it contains a syringe with a dry powder. The user/customer must provide a diluent (either saline or thrombin solution) and a second syringe for mixing with the dry powder. (Company name) has been notified to provide a preliminary investigation. As gel-flow nt is a medical device, the hazard analysis list (hal) was reviewed against the complaint to confirm prioritization. The most relevant hazard/harm is: hazard ID: #, specifically: hazard number: prolonged bleeding; hazardous situation: product does not effectively promote hemostasis; harm: minor surgical complications that are effectively controlled during the surgery, not requiring an increase in hospitalization or surgical intervention. Sub-class: performance not as indicated in label. The severity rating of this hazard/harm is s2. Complaint class: absorbable material; complaint subclass: performance not as indicated in label; investigating site: vascular solutions. Complaint sample: unavailable. The reporter does not wish to be contacted for follow up. No follow-up attempts are possible. No further information is expected. Case comment: the reported event coded as "device malfunction" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur. Case will be reassessed when additional information is available. Follow-up (25apr2019): new information from a product quality complaint group includes: investigation result. No follow up attempts are possible. No further information is expected., comment: the reported event coded as "device malfunction" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur. Case will be reassessed when additional information is available.

Manufacturer narrative:
Returned sample review: no sample is available. Complaints history (product & site) review: this is the first complaint related to an inability to stop topical (skin) bleeding. Gel-flow nt is not indicated for topical hemostasis. The product, as described in the comp include as a contraindication that gel-flow nt should not be used in the closure of skin incisions. Vsi reviewed internal deviations (nces) and none would have been likely associated with the cause of the issue: nces were reviewed for equipment failures that may have contributed to the issue; none identified. Nces were reviewed at the component level for the syringe component and no supplier non-conformances were identified. Review of process, design control, & analytical records: vsi conducted a review of all change orders (cos) for gel-flow nt and none were identified that would have been likely associated with the cause of the issue. There have materials that could have contributed to this issue. Material uniformity is a release test conducted on each batch of gel-flow nt. Per the material uniformity test process, saline is mixed with the dry powder (similar scenar 109 lots manufactured to date were reviewed and no anomalies were identified. An nce would have been generated to address any product that was out of spec. Per the design fmeca (dfemca), "mixed powder does not have hemostatic effect on bleeding surfaces" has two potential failure modes: mixed powder loses integrity within 4 hours of being reconstituted: there are no details in regards to how long the product was used after it was reconstituted. Powder does not have correct amount of heat cross linking: each lot is 100% verified to ensure the powder is crosslinked at correct temperature range. Any product that does not meet the temp (and time) specification wo. Per the instructions for use (IFU): contraindications: "gel-flow nt should not be used in closure of skin incisions because it may interfere with healing of the skin edges. This is d.

Event description:
Event verbatim [preferred term] using gel-flow nt for male baby circumcision and complaining product is not stopping the bleeding [device malfunction] , . Case narrative:this is a spontaneous report from a contactable pharmacist via pfizer sales representative. A male patient of an unspecified age started to receive absorbable gelatin (gel-flow nt), via an unspecified route of administration from an unspecified date at unknown dose for surgical hemostasis. The patient medical history and concomitant medications were not reported. It was reported that facility had been using gel-flow nt in lieu of gel-foam powder as it is on backorder. They were using gel-flow nt for male baby circumcision and complaining "product is not stopping the bleeding". They were mixing gel-flow nt mixed with saline, not thrombin. Event took place after use of product. The action taken and outcome was unknown. Based on the hal, the severity associated with this complaint is s2. Investigation by the cmo is in process. Gel-flow nt is a pure medical device manufactured by (company name). Gel-flow nt contains no thrombin-it contains a syringe with a dry powder. The user/customer must provide a diluent (either saline or thrombin solution) and a second syringe for mixing with the dry powder. (Company name) has been notified to provide a preliminary investigation. As gel-flow nt is a medical device, the hazard analysis list (hal) was reviewed against the complaint to confirm prioritization. The most relevant hazard/harm is: hazard ID: #, specifically: hazard number: prolonged bleeding; hazardous situation: product does not effectively promote hemostasis; harm: minor surgical complications that are effectively controlled during the surgery, not requiring an increase in hospitalization or surgical intervention. Sub-class: performance not as indicated in label. The severity rating of this hazard/harm is s2. Complaint class: absorbable material; complaint subclass: performance not as indicated in label; investigating site: vascular solutions. Complaint sample: unavailable. The reporter does not wish to be contacted for follow up. Returned sample review: no sample is available. Complaints history (product & site) review: this is the first complaint related to an inability to stop topical (skin) bleeding. Gel-flow nt is not indicated for topical hemostasis. The product, as described in the comp include as a contraindication that gel-flow nt should not be used in the closure of skin incisions. Vsi reviewed internal deviations (nces) and none would have been likely associated with the cause of the issue: nces were reviewed for equipment failures that may have contributed to the issue; none identified. Nces were reviewed at the component level for the syringe component and no supplier non-conformances were identified. Review of process, design control, & analytical records: vsi conducted a review of all change orders (cos) for gel-flow nt and none were identified that would have been likely associated with the cause of the issue. There have materials that could have contributed to this issue. Material uniformity is a release test conducted on each batch of gel-flow nt. Per the material uniformity test process, saline is mixed with the dry powder (similar scenar 109 lots manufactured to date were reviewed and no anomalies were identified. An nce would have been generated to address any product that was out of spec. Per the design fmeca (dfemca), "mixed powder does not have hemostatic effect on bleeding surfaces" has two potential failure modes: mixed powder loses integrity within 4 hours of being reconstituted: there are no details in regards to how long the product was used after it was reconstituted. Powder does not have correct amount of heat cross linking: each lot is 100% verified to ensure the powder is crosslinked at correct temperature range. Any product that does not meet the temp (and time) specification wo. Per the instructions for use (IFU): contraindications: "gel-flow nt should not be used in closure of skin incisions because it may interfere with healing of the skin edges. This is due to mechanical inter interference with wound healing." It appears that this product was used off label. The hazard analysis list (hal) was reviewed to confirm that this issue described in this complaint is captured. The most related hazard/harm is: hazard ID: h05-02, specifically: hazard number: prolonged bleeding. Hazardous situation: product does not effectively promote hemostasis; harm: minor surgical complications that are effectively controlled during the surgery, not requiring an increase in hospitalization or surgical intervention. Sub-class: performance not as indicated in label. The severity rating of this hazard/harm is s2. Therefore, no new hazard/harm has been identified and thus no updates to the hal or other parts of the risk file are required. Complaint conclusion (unconfirmed/confirmed/justified) & rationale: unconfirmed - preliminary investigation has not identified any manufacturing or process anomalies or deficiencies. Rationale: no nces and change orders were discovered and IFU were reviewed and no design issues or deficiencies were identified which could have caused the issue. Furthermore, the description of the event from the comp. Flow nt is contraindicated for use on skin (topical use). Containment: at this time, vsi has no indication that any other lots nt are affected by this issue. As of 14jun2019, investigation report received from product quality complaint group. Scope assessment: there is no a requirement not met or missing. Without any information regarding lot number the team took a systematic approach: reviewed gel-flow nt nces and none would have been likely associated with the cause of the issue. Nces were reviewed for any possible equipment failure that may have contributed to this issue (none identified). Nces were reviewed for any environmental excursions or foam non-conformities that could have contributed to this issue (none identified). Reviewed gel-flow nt cos and none were identified that would have been likely associated with the cause of the issue. There have been no changes to sterilization, equipment, or raw materials (gelfoam) that could have contributed to this issue. Per ra1438 rg, "mixed powder does not have hemostatic effect on bleeding surfaces" has two potential failure modes: mixed powder loses integrity within 4 hours of being reconstituted - there are no details in regards to how long the product was used after it was reconstituted. Powder does not have correct amount of heat cross linking - each lot is 100% verified to ensure the powder is crosslinked at correct temperature range per mp1512. Any product that does not meet the temp (and time) specification would have been scrapped. Reviewed IFU (43-0044-01 re) contraindications "gel-flow nt should not be used in closure of skin incisions because it may interfere with healing of the skin edges. This is due to mechanical interposition of gelatin and is not secondary to intrinsic interference with wound healing." It appears that this product was used off label. A review of gelflow material uniformity results testing to date revealed there have not been any failures. Per tp1348 re material uniformity test, saline is mixed with the dry powder not thrombin. Reviewed 109 lots manufactured to date and did not identify any anomalies. An nce would have been generated to address any product that was out of spec per ip10-0899. There were no nces initiated that may have lead to the initial complaint. Based off this information the cause of this issue is undetermined at this time and there is no internal requirement identified that was not met. Nce implementation: correction required: not applicable. Material disposition required: not applicable. Erp system required: not applicable. Affected items: item number: 10-0899-01 . Item description: gel-flow, 6 pk. Item type: finished goods assembly (10). Item product lines: gel-flow nt. Quantity: 0. Quarantine location: product not contained. Disposition: scrap. Disposition rationale: units were used in the field and were not returned for evaluation. There is no product physically contained to disposition. No follow-up attempts are possible. No further information is expected follow-up ((B)(6) 2019): new information from a product quality complaint group includes: investigation result. No follow up attempts are possible. No further information is expected. Follow-up ((B)(6) 2019): new information from a product quality complaint group includes: investigation result. No follow up attempts are possible. No further information is expected. Follow-up ((B)(6) 2019): new information received from product quality complaint group included: investigation report. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment: the reported event coded as "device malfunction" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur. The preliminary investigation has not identified any manufacturing or process anomalies or deficiencies.case will be reassessed when additional information is available., comment: the reported event coded as "device malfunction" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur. The preliminary investigation has not identified any manufacturing or process anomalies or deficiencies. Case will be reassessed when additional information is available.

Event description:
Event verbatim [preferred term] using gel-flow nt for male baby circumcision and complaining product is not stopping the bleeding [device malfunction]. Case narrative: this is a spontaneous report from a contactable pharmacist via pfizer sales representative. A male patient of an unspecified age started to receive absorbable gelatin (gel-flow nt), via an unspecified route of administration from an unspecified date at unknown dose for surgical hemostasis. The patient medical history and concomitant medications were not reported. It was reported that facility had been using gel-flow nt in lieu of gel-foam powder as it is on backorder. They were using gel-flow nt for male baby circumcision and complaining "product is not stopping the bleeding". They were mixing gel-flow nt mixed with saline, not thrombin. Event took place after use of product. The action taken and outcome was unknown. No follow-up attempts are possible. No further information is expected. Case comment: the reported event coded as "device malfunction" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur. Case will be reassessed when additional information is available., comment: the reported event coded as "device malfunction" did not cause serious injury in this patient. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur. Case will be reassessed when additional information is available.